Event description:
It was reported that during a lumbar fusion at level 1 it was noticed that a screw was missing.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
Additional information: product was returned. The screw that the front handle pivots on is missing. The pituitary appears to have been used which would indicate that the screw was not left out during the manufacturing process. The screw is missing, but is not known when the screw was lost.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.